Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that the battery died too soon. The patient was update because they were told it would last 10-15 years. The device was replaced and the patient recovered without sequela.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) (s/n: nmg428260h) revealed that the returned device was operated with two active electrodes, default rate and pulse width, and at an average amplitude of 4.6 ma. Using the impedance measured on the active electrode pair at implant, the longevity estimate for this device from the sebl would be 2.6-7.6 years. The lifespan of the returned device, 2.32 years, falls just below this predicted range, however, impedance changes over time, so the measurement of 675 ohms from implant of the returned device cannot be expected to apply to the entire lifespan of the device. Static and dynamic hybid current drain measurements on the returned device were found to be within ~1 microamps of the same measurements on a lab reference device. Given these current drain test results and the normalcy of the battery curve, it is reasonable to conclude that the battery depleted as expected from normal use. No further investigation is warranted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.